Manufacturer narrative:
One sample received for investigation. Through visual inspection, brown foreign matter on the plunger can be observed. Substance appear to be grease. A device history review was performed for reported lot 2307786, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. Based on the teams investigation, this defect can occur due to burnt material generating during the molding process and becoming injected into the syringe mold, embedding the burnt material as seen in the sample provided.

Event description:
No additional information.

Event description:
It was reported that bd syringe 20ml ll 60/pkg had foreign matter the following information was provided by the initial reporter: when the packaging is removed, visible dirt in the barrel of the syringe is observed. Dirty syringe when did the incident occur? Before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.